Event description:
It was reported that during a shoulder procedure, using a healicoil anchor, after removing it from the sterile packaging, the doctor inserted it into the shoulder and using the scope he discovered a fraction on the anchor. There were no broken parts inside the patient. Thus, the healicoil was removed from the patient. The procedure was successfully completed with no delay using a back-up device in the original drill bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The anchor and sutures are still in place. There is one rib of the anchor that is missing. The sliding ring moved as intended. An evaluation of the image shows the tip of the inserter being held with the anchor and suture still on the inserter. There is a fracture in a rib of the anchor. There are no missing pieces of the anchor that is visible. Based on the condition of the product material found during visual inspection, additional material testing is not required. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A review of the process summary for trimming found each component should be visually inspected for all non-conforming attributes including cracks. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, the anchor was found to be fractured after insertion in the patient. One unlabeled/undated photo of the anchor was reviewed, however does not provide insight into the reported problem. Reportedly, there were no broken parts, pieces, or material loss inside the patient and the anchor was removed. No void was left in the patient as the original bone hole was used with a back-up device implanted without a surgical delay. Based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported events is not anticipated as the fractured anchor was removed and the patient¿s current health status is ¿good¿. The procedure was reportedly completed using a back-up device without a procedural delay and the originally drilled bone hole was used for the back-up anchor placement. Therefore, no further clinical medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.